Event description:
Patient was admitted with a self inflicted gunshot wound to the upper abdomen and chest. The patient had multiple surgical procedures and developed complications due to his injury including adult respiratory distress syndrome and sepsis.patient was to be transported to the cat scan area to rule out a fluid collection. Two respiratory therapy personnel were preparing patient for transport. Patient was unhooked from the ventilator and one respiratory therapist began to use a pulmonary manual resucitator with a peep valve to ventilate the patient while the other respiratory therapist turned off the ventilator. The first respiratory therapist became aware that the patient was not being ventilated. The manual resuscitator and peep valve appeared to not let the patient exhale. The second respiratory therapist tried to use the resuscitator on the patient and was not successful. The resuscitator will peep valve was unhooked and another resuscitator was acquired within seconds and used. The patient became cyanotic and a code was called. The patient did not survive the code.upon checking equipment, the positive end expiratory pressure valve was stuck. The valve was connected to a pulanex tm-pulmonary manual resuscitator with oxygen reservoir system (lot #247047 single use life design system 7 9098). Both pieces of equipment are labeled single patient usedevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, anticipated or known, valve - peep. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.